Manufacturer narrative:
B3. Date of event: unknown. No information has been provided to date. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device was leaking. There was no patient involvement, and no patient harm/adverse event reported.

Manufacturer narrative:
While performing a review of complaint file (B)(6), the device investigation showed that the reported leak came from the water tank, thereby making the file not reportable. There was no patient death, no serious injury, and no evidence of a reportable product malfunction. The hazardous situation for the given complaint device would not likely cause or contribute to a death or serious injury if the malfunction were to recur. Report reference number 3012307300-2024-11188 is no longer considered reportable, please disregard any reports associated with it.